Event description:
It was reported that this brady lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead had a micro dislodgement, and the physician opted to replace the lead instead of repositioning the lead. Furthermore, there was no patient associated symptoms, and this lead will not be returned.